Manufacturer narrative:
Visual inspection of the returned product found the optic was torn. One haptic torn, with a piece torn off and missing. The lens was returned in vial and in liquid. (B)(4).

Event description:
The customer returned a cc4204a collamer single-piece lens, +21.0 diopter, to the manufacturer with a missing haptic. The reporter stated the lens was not implanted and was unable to provide additional information. Cause of event is unknown.